Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Through literature review livanova learned about a paper reporting a case of (B)(6) years old female patient infected with mycobacterium chimaera after aortic valve replacement surgery in 2010 and a heater-cooler system 3t was used. The patient presented to an outpatient care facility in (B)(6) 2015 with symptoms of an upper respiratory tract infection. She was prescribed antibiotics and systemic steroids which improved her symptoms. In (B)(6) 2016, she presented with malaise and intermittent fevers and was discovered to have anemia and acute kidney dysfunction but no obvious infection. An aortic root abscess was confirmed and she continued to deteriorate with worsening renal function and developed pancytopenia requiring red blood cell and platelet transfusions. Three weeks after hospitalization, her blood cultures were reported to be positive for mycobacterium and she was started on a four-drug regimen.